Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. (B)(4) 2014, a medtronic representative, following-up at the site, reported two navlock trackers were used, 1 for the reduction driver (longitude case) and the other nav lock was placed on a tap. The screws were tracked as they were being placed within the pedicles, using track projection. (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed; findings are that this anomaly was resolved in testtrak 8802; synergy spine software upgrade. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The spine software has not been upgraded on this system as the newest version of software has not been approved/released in (B)(6). This spine software has not been upgraded on this system as the newest version of software has not been approved/released in (B)(6).

Event description:
A medtronic representative reported that, while in a spine procedure, the site e-mailed alleging an inaccuracy ot 5.5mm. It was noted that the navlock and tap were tracking inaccurately, and all other instruments tracked as they should. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.